Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty unlocking and interacting with the ilet screen, consistent with an unresponsive touchscreen, and was advised to restart the device via the mobile app. Customer care provided support that included review of the call information. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior localized to the touchscreen component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.